Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The reported issue could not be confirmed or replicated, no components were replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. The site reported the pendant buttons would not respond as they typically should. The buttons would have to be pushed multiple times or hard to use various buttons. There was no patient involvement.